Event description:
The unit was sitting in the hood with the transfer set and source containers connected but no final bag. Then, one of the motors began to spin on its own. This generated an alarm. Reporter also said when unit was turned off and on, an e-24 alarm was set. There was no patient involvement. The unit will be returned for evaluation.